Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information- correction. H2: type of follow up- correction. D9 device available for evaluation- correction. H6: method code- correction to remove 4115 and add 4114.

Event description:
Subsequent to the initial MDR, a correction is required.